Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2021-72495.

Event description:
A surgeon reported a patient with incomplete flap, hard to dissect and manual dissection performed to complete the treatment. Patient complained about poor vision.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was only performed during startup and not as recommended every two hours. Logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the bcc (beam control check) for right eye was done about five minutes before laser fired instead of immediately before firing. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for right eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. With current information a device malfunction can be excluded, however root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).